Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a service needed message and fails the op check; unidentified op check failure. There was no patient involvement.

Event description:
The customer reported the device had a failed operation check. There was no reported adverse patient impact.